Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. A review of six months prior to the complaint open date was conducted; no other complaints were identified in the query related to this lot number for the reported issue. Therefore, trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection; however, a photo was provided. The ci disc is gold, the cap is depressed and the media in the vial was observed being yellow color. The suspected positive result was confirmed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. An issue with sterrad® unit¿s performance is unlikely since the test cycles passed and the sterrad parameters were normal. No further investigation into the concomitant asp product is required. The assignable cause of the issue could not be verified. Although the visual analysis confirmed the issue, DHR review did not find any anomalies and retains testing met specifications. A customer letter will be sent to address releasing the load. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Initial reporter phone #: (B)(6). (B)(4). Test specifications for product release were met. No issues were observed in the DHR that would contribute to the complaint. Sp complaint ref #: (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi results were negative. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the load has been released and used on patient(s) prior to reprocessing.